Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 20 nov 2025, the sample has not been returned for investigation. The complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be reopened and updated. The complaint cannot be confirmed for device deployment difficulties as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube appear to have been mated, then partially separated. The carrier tube is in rear lock position. The sheath appears to have been cut along the shaft from the tip to the cap. The collagen and anchor are stuck in the sheath cap. The tamper tube and suture are deployed from the carrier tube. The bypass tube is dislodged from the carrier tube distal tip. A kink is present near the carrier tube hub. The returned sample appears to have been used, with the device partially separated and the collagen and anchor stuck within the sheath cap. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. When the occlusion system passed, the material was locked before its intra-arterial release. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.